Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 111 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was unable to trouble shoot the issue but the customer stated that the screen did return and the settings were back to normal. The customer was advised to call back to trouble shoot if they experienced any other issues with their insulin pump. No further information was provided.